Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned.

Event description:
It was reported via medwatch: a leak was noted from the mediport needle tubing during intravenous continuous infusion (ivci) of chemotherapy medication. A crack was found at the bifurcation on the mediport tubing at the proximal site. Additional information received 4/25/23. The event did not involve an urgent/life threatening medical situation. Leak was reported by patient and confirmed by infusion nurse. The event caused an interruption of continuous IV infused chemotherapy medication. The needle had to be replaced before the treatment could be restarted.

Event description:
It was reported via medwatch: a leak was noted from the mediport needle tubing during intravenous continuous infusion (ivci) of chemotherapy medication. A crack was found at the bifurcation on the mediport tubing at the proximal site. Additional information received 4/25/23. The event did not involve an urgent/life threatening medical situation. Leak was reported by patient and confirmed by infusion nurse. The event caused an interruption of continuous IV infused chemotherapy medication. The needle had to be replaced before the treatment could be restarted.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.